Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system (access 2) generated an erroneously high troponin I (accutni) patient result. Customer reported that the access 2 generated an accutni patient result that the customer considered to be critical. Customer reported that the patient was redrawn approximately three (3) hours later and the redrawn accutni result was lower than the initial result. Customer reported they then repeated the original sample. Customer reported that the repeat of the original sample was lower than the initial result and agreed with the result of the redrawn sample. Customer reported that the initial result was reported out of the laboratory. Customer reported that there was no patient harm or change to patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) performed a system check and high sensitivity system check. The system checks showed all parameters passing within specifications. The fse ran accutni quality controls (qc); the qc data was within the customer's established limits. The fse verified the system performed according to published performance specifications.

Manufacturer narrative:
Reagents used in conjunction with access 2 immunoassay system: catalog no.: a78803, brand name: access accutni reagent pack, 100 determinations, 2 x 50 tests.